Event description:
It was observed that during the device evaluation, the single use 2-lumen sphincterotome exhibited cutting wire was broken (sparks occur). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 5/1/2024h4.

Event description:
It was observed that during the device evaluation, the single use 2-lumen sphincterotome exhibited cutting wire was broken (sparks occur). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The information obtained from this complaint and the investigation results was insufficient to identify the cause of the problem. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.